Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified, thrombotic lesion at the ostium of the right coronary artery. A 1.50 x 20 mm mini trek rx balloon dilatation catheter (bdc) was attempted to be inserted through an unspecified valve with no resistance when the shaft of the bdc was accidently looped and a mid shaft separation occurred. An unspecified device was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.